Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. Customer was able to reload the current cartridge to resolve the issue, but ultimately reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.